Event description:
Customer tested ~ 230mg/dl for 2 days and reported these results to the doctor. The doctor advised her that day to double her diabetic pill dosage. The customer took her normal medication dosage that morning, but doubled the glyburide dosage in the evening. The following day the customer tested 159mg/dl in the morning, ate breakfast and doubled her medications 90 minutes later. She tested 87mg/dl 2 hours after her medications and began to feel hypoglycemic 3.5 hours later and ate lunch and felt better. The next day the custoemr tested 72mg/dl at 9:15am and ate breakfast. Customer reports doubling her dosage of glyburide at 9:30am. At 11:50am, customer reports testing 150mg/dl. Customer began experiencing low blood glucose symptoms at 1:00pm and went to the hospital at 2:00pm and tesed 57mg/dl on their device. At 2:30 customer tested 48mg/dl on the hospital's device. Customer was given a glucose IV and felt better immediately. No quality controls were used. Requested return of suspect device and replacement was sent.